Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device was evaluated by a (B)(4) technician the device maquet cardiopulmonary (B)(4). The service unit at the ssu found that the ntc thermistor (r56) on the power supply board was burnt. The power supply board was replaced with a newer version board. Reference complaint (B)(4)."

Event description:
"On (B)(6) 2013 at the (B)(6) medical (B)(4)/(B)(6) university hospital, in (B)(6), it was reported that the hcu 30 base unit 200-240v, serial number (B)(4) had no cooling functionality/ no ice block formation. Reference complaint (B)(4)."